Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 378 mg/dl and an insulin pen was used to address the bg level. The customer changed the infusion set and cartridge. As the pump supplies had been changed prior to contacting tandem technical support, a pump system check was unable to be performed to determine a possible cause of the occlusions.